Manufacturer narrative:
During failure analysis, corrosion of the sockets was identified as the probable cause of the failure. Corroded sockets can result in intermittent connection between the console and the handpiece, as well as higher impedance at the ground sockets which can also result in false run signals as reported in this complaint.

Event description:
The core universal driver was sent in for analysis because it was running on its own w/o activation during a procedure. A readily available alternate device was used to complete the procedure; no adverse event was associated with the device.